Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture one week post-implant. It was initially questioned if the lead had dislodged; however, an x-ray was performed which revealed the lead physically appeared the same as at implant. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.